Event description:
The complainant reported that two impella controller carts were shipped; however, upon receipt, it was reported that one of the carts arrived damaged. The issue was identified upon delivery and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
D4. Lot, primary UDI number are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.